Manufacturer narrative:
(B)(4). Maquet service replaced the seal between the light body and the underside and returned the device to service. This investigation is on-going and the results will be included in a follow-up report.

Event description:
(B)(4). Seal is loose around the underside and it's falling out (B)(6) 2016.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e201800. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4). A maquet field service technician evaluated the device and found that the nut which maintained the cover was loose. Maquet assumes that the device failed to meet its specification due to an incorrect attachment of the nut which maintained the seal on the cover during a reinstallation of cover, probably after a maintenance. Additionally the device was directly involved with the reported incident however, was not being used for treatment or diagnosis of the patient when the event occurred. The xten user manual instructs to perform a daily check of the general state of the lighthead, and a yearly maintenance "check the condition of the lighthead seals."

Event description:
Manufacturer reference: (B)(4).